Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation no fault found.

Event description:
Information was received indicating that this smiths medical cadd legacy pump failed accuracy by +9.8%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.